Event description:
It was reported by service report that there was no power to the auxilary outlet. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: disconnected power cord.